Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Nausea and vomit are surgically/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events nausea and vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery, and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage."

Event description:
Doctor reported event of "intractable nausea and vomiting" from journal article: "reasons and outcomes of laparoscopic revisional surgery after laparoscopic adjustable gastric banding for morbid obesity". Surgery for obesity and related diseases 6 (2010) 391-398. It is allergan's approach to compliance to resolve all doubt in favor of reporting.